Event description:
It was reported that the patient presented in clinic. A device interrogation was performed and revealed that the patient's implantable cardioverter defibrillator (ICD) inappropriately went into backup operation. Programming changes were made to restore the device. The patient was stable.

Event description:
Additional information received indicated that high voltage therapies were not active while the implantable cardioverter defibrillator was in backup operation.